Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the was a screen issue where, screen appeared to be doubled and looked like one set of information was on top/offset of the other. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d1, d4 (version or model #, catalog #, unique identifier (UDI) #). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified upper display showed significant video artifact. Isolated failure to video generator pcb and inverter pcb. Replaced video generator pcb and inverter pcb. Left additional 9v battery with customer for potential future preventive use. Verified proper calibration, performed functional check, and safety test, then returned unit to customer for use. The failure analysis and testing dept. Received the following parts associated with this complaint: 0040-00-0456 (kit), 0670-00-1182, 0670-00-1183, and 0012-00-1845. Parts were received with a reported failure of the upper display glitching and showing a double image. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures can be confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- e3.